Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 476 mg/dl and was treated with manual injection. The customer stated that they were out of the insulin pump and just hook the insulin pump. The customer reported that they feel okay for troubleshooting. The customer reported that the insulin pump system was not been in use within 48 hours of reported high blood glucose event. The customer changed the set now and the insulin pump was suspended more than 5 hours. The device will not be returned for analysis.